Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra) the DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months ((B)(6) 2014 to (B)(6) 2015) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from july 2014 through june 2015 and did not reveal a significant trend. The fmea revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced or returned for further evaluation. The assignable cause of the odor/smells issue was a loose oil return valve. The field service engineer tightened the oil return valve and confirmed the sterrad® 200 was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of a "burning oil smell" (odor) emitting from the sterrad® 200 sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the oil return valve was tightened. Unit meets specifications and was returned to service on 06/18/2015.